Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria